Event description:
Direct bilirubins were on a rare basis giving a result greater than that of the total bilirubin. It was noted that in most instances it happened in patients that had as a disease type multiple myeloma and waldenstroms. It is thought that the high protein level in the patients' blood is interfering with the test result.